Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device's capture management feature did not function properly, as the ventricular threshold was not visible on the histogram. In addition, high thresholds were observed on the right ventricular (rv) lead. Reprogramming was performed, and the device and lead remain in use. No patient complications have been reported as a result of this event.